Event description:
The hospital reported that a harvester said the cauterizing tool didn't work after the 2nd burn. The vasoview hemopro 2 cord was switched out and also the generator without any change. Another kit was opened and the device worked properly. No vein, blood loss or patient issues. There was an 7-8 minute delay with changing things over. Power setting was 2.5. Tool was inserted the correct way.

Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6) med ctr, (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.